Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain'), device breakage ('had surgery to remove the fragments') and embedded device ('one embedded in my iliac vessel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), osteoarthritis ("osteoarthritis") and cervix inflammation ("inflamed cervix") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with surgery (on (B)(6)2013 partial hysto). At the time of the report, the pelvic pain, device breakage, embedded device, osteoarthritis, cervix inflammation and antinuclear antibody positive outcome was unknown. The reporter considered antinuclear antibody positive, cervix inflammation, device breakage, embedded device, osteoarthritis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain'), device breakage ('had surgery to remove the fragments ') and embedded device ('one embedded in my iliac vessel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), osteoarthritis ("osteoarthritis") and cervix inflammation ("inflamed cervix") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with surgery (on (B)(6) 2013 partial hysto). At the time of the report, the pelvic pain, device breakage, embedded device, osteoarthritis, cervix inflammation and antinuclear antibody positive outcome was unknown. The reporter considered antinuclear antibody positive, cervix inflammation, device breakage, embedded device, osteoarthritis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.